Event description:
Case description: investigation result novopen echo batch number: unknown no investigation was possible, because neither sample nor batch number was available novorapid chu penfill batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission, the case has been updated with the following investigation results updated relevant fields updated in EU/ca tab b,c,d, g codes added narrative updated accordingly final manufacturer's comment: 09-may-2023: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's long standing medical history of type 1 diabetes mellitus is a risk factor for the reported adverse events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid chu penfill. H3 continued: evaluation summary novopen echo batch number: unknown no investigation was possible, because neither sample nor batch number was available

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycaemia (500's mg/dl) [hyperglycaemia]. She injected novorapid at 7.5 units using novopen echo, the injection stopped at 4 units [device mechanical issue]. Injected novorapid the dose counter changed to 0 thinking that she could not inject properly dose [device delivery system issue]. Hypoglycaemia [hypoglycaemia]. Case description: this serious spontaneous case from japan was reported by a consumer as "hyperglycaemia (500's mg/dl)(hyperglycaemia)" with an unspecified onset date, "she injected novorapid at 7.5 units using novopen echo, the injection stopped at 4 units(device mechanical jam)" with an unspecified onset date, "injected novorapid the dose counter changed to 0 thinking that she could not inject properly dose(inaccurate delivery by device)" with an unspecified onset date, "hypoglycaemia(hypoglycaemia)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid chu penfill (insulin aspart) (dose, frequency & route used- unk (morning, in daytime, at night ), subcutaneous, regimen #2 unk (dose increased), subcutaneous ongoing) from unknown start date and ongoing for "type 1 diabetes mellitus", patient height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus (23-year history), cataract. It was reported that, when the patient had visited hospital a, patient injected novorapid in the morning, daytime and evening, and an additional dose when blood glucose level was high. On an unknown date, when patient injected novorapid at 7.5 units using novopen echo, the injection stopped at 4 units. Then, the patient pulled novorapid away once and inserted to the skin with the same needle, but still novorapid did not work. Patient replaced the needle with a new one and injected novorapid without performing an air shot. Then, the dose counter changed to 0. Thinking that patient could not inject properly, as measured blood glucose level one hour after the injection and he blood glucose level was in the 500 mg/dl (hyperglycemia). On an unknown date, the patient visited and was admitted to hospital b due to surgery for cataract operation. At hospital b, the insulin dose was not determined by blood glucose level, but it was set at 11.5 or 6.5 insulin units. As a result, the patient developed hypoglycaemia with blood glucose level at 39 mg/dl. As of (B)(6) 2023, the patient was visiting the ophthalmology department of hospital b. Batch number of novopen echo was not available. Batch number of novorapid chu penfill was not available. Action taken to novopen echo was not reported. Action taken to novorapid chu penfill was reported as dose increased. The outcome for the event "hyperglycaemia (500's mg/dl)(hyperglycaemia)" was unknown. The outcome for the event "she injected novorapid at 7.5 units using novopen echo, the injection stopped at 4 units(device mechanical jam)" was unknown. The outcome for the event "injected novorapid the dose counter changed to 0 thinking that she could not inject properly dose(inaccurate delivery by device)" was unknown. The outcome for the event "hypoglycaemia(hypoglycaemia)" was unknown. No further information available.